Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump was exposed to fluid at the water park. The customer's blood glucose level at the time of incident was 109.8mg/dl. It was reported that the customer received sudden vibration and blank screen. It was reported that the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal sleep current and was monitored for several days and no blank display noted. The battery tube connector plugged in properly to the printed circuit board during our visual inspection. No moisture damage was found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.